Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed superior vena cava syndrome (svcs) and experienced increased pressures and weight gain. The implantable cardioverter defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this event.